Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when were the needles detached from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify needles detached during use on the patient

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used, during the procedure, the needle came off of the suture. All boxes with this lot number have been removed from the shelf. The procedure was completed successfully with no adverse consequences for the patient.